Event description:
A (B)(6) male patient's son contacted zoll lifecor customer support to report that his father's monitor was showing a code 204. The pt was sent a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified but was probably a result of excessive force applied to the connector during mating. No adverse event resulted from the defective electrode belt. The pt received a replacement belt.